Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular box provisional size g item# 00599501700 lot# 60112923. Foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-03044.

Event description:
It was reported that during trialing a modular box provisional was seating proud. The box could not be cut deeper so two distal augments implants were used to complete the procedure. It was noted that the chaffer cuts were off now. A delay of sixty to ninety minutes occurred. No additional information is available.